Event description:
It was reported the device's dso (downstream occlusion) abrasion failed, during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 09-may-2022 via email and attached to complaint object: no patient incident found during testing. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. The customer stated problem was duplicated. Downstream occlusion sensor bubbled so it was replaced. The cause of the reported problem could not be determined. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure.